Manufacturer narrative:
The event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
Reporter stated the customer experienced hyperglycemia of approximately 500 mg/dl for 1 week. Her mother delivered insulin via pen to treat hyperglycemia, and it was reported she would not have been capable of self-treatment. She switched to her backup infusion device, and her blood glucose is now "ok." A diabetes nurse checked the infusion device, and there is an allegation that the insulin delivery is too low. The alleged product was requested for evaluation.